Event description:
The complaint was reported as: the complaint alleges that circuit melted during use. No report of pt injury.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report. A device history record (DHR) review could not be conducted since the lot number was not provided. Product IFU (instructions for use) states several warnings in order to prevent overheating of the circuit. The customer complaint was not confirmed due to the lack of product sample to perform a proper investigation.